Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. Vascular access was obtained via the right radial artery. The 100% stenosed de novo lesion was located in the moderately calcified proximal to distal right coronary artery (rca). After pre dilation at 14 atms several times with another manufacturer's 1.3x10mm balloon catheter, the 15mm x 2.50mm apex monorail balloon catheter was selected and during the first inflation for 5 seconds at 8atms, a balloon rupture occurred. The balloon catheter was removed intact and the procedure was completed with another manufacturer's 2.5x15mm balloon that was inflated at 14 atms without any issue. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): visual and microscopic analysis of the returned balloon catheter revealed a longitudinal tear in the balloon material that stretched from the distal edge of the distal markerband and extended proximally for a total length of 3mm. An examination of the tear and markerband could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was further reported that after pre dilation with a non-bsc balloon a promus stent was implanted mid to distal right coronary artery (rca). After implant of the promus stent some indentation was found and the stent was not fully expanded. As a result, a 3.5x23mm non-bsc stent was implanted proximal to mid right coronary artery (rca). The procedure was completed with post dilating the area where the promus stent was implanted with a 3.5x12 non-bsc balloon catheter several times at 10 atms.